Manufacturer narrative:
This event was reported by a point-of-care coordinator who reported four different instances of falsely elevated blood lead test results, each associate to a different point of care site or different product lot. Each event is reported individually under medwatch. The associated report number is listed in the 3500a form for tracking purposes.

Event description:
The point of care coordinator for multiple sites reported a new patient leadcare ii blood lead result that was considered falsely elevated. The patient result on lc ii was 3.5 ug/dl. No confirmation testing was ordered. Leadcare technical service (ts) requested qc values and customer reported qc was within range but could not provide values. Ts asked if the cdc collection guidelines had been followed and the costumer stated some staff may have missed the regional point of care specialist (rpoc) trainings and requested a the rpoc to check in with the clinics for re-training. On (B)(6) 2026 rpoc reported visiting the site and confirmed sample collection process should be conforming moving now and.